Event description:
Caller reported an alarm indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed to perform several actions, including disconnecting the tubing and delivering boluses, ultimately leading to a successful delivery. Customer was advised to replace supplies as necessary and resume insulin, with additional assistance available if needed.